Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. It was reported that the surgeon attempted to get the gallbladder into the bag and the bag came off the aluminum arms. The device was removed and replaced with a new device. The second bag slipped off the arms as well. The device was replaced and the gallbladder. Was removed. A 4th bag was used to remove a stone without further incident. No patient injury reported. Four (4) bags were used in the same case and 2 bags fell off the arms during use. Type of intervention: replaced the device. Patient status: "fine."